Manufacturer narrative:
Visual inspection of the device showed that the device was returned in a right curve position. There is a slight dent in the tip near magnetic electrode 3. Electrical testing of the returned device showed that the thermocouple/magnetic sensor/ and resistor ID resistances measured in spec and were typical. No evidence of adhesive or foreign material was noted on the mini electrodes. The device underwent pre-soak and post-soak hdx testing. Noise testing in pre-soak and post soak conditions failed current device specifications. Pump related vibrational noise (low frequency) and a small amplitude, higher frequency contribution were observed in me 2 bipoles. Pump related vibrational noise (low frequency) and a small amplitude, higher frequency contribution were observed in me 2 bipoles. The distal end with the electrode rings was dissected. The inside of the sheath was relatively clean. Tubing to seal off the irrigation ports and mini electrodes was placed on the tip. At 15 psi of pressure, bubbles could be seen coming from the proximal end of the tip when the entire distal piece was submerged in water. This indicates that there is most likely a leak in polyimide tubing. The handle was opened. The proximal end was cut proximal to the butt bond and the insulation sheath was removed. There are a few areas on the guide coil where the coating is compromised exposing bare metal. No abnormalities were noted with the signal, thermocouple, or magnetic sensor wires. A leak in the distal end that is most likely in the polyimide tubing was identified during analysis. Fluid ingress has the potential to cause noise therefore the leak is this most likely reason for the mifi signal noise reported by the field.

Event description:
Reportable upon analysis completed on (B)(6) 2019. It was report signal noise occurred. During a procedure involving a intellanav mifi open-irrigated ablation catheter, the signals were noisy since the moment the catheter was plugged in and inserted it in the patient. Pacing was attempted via the mini electrodes with no improvement. The cable an catheter connection box were both replaced with no improvement. The procedure was completed using another catheter, with no patient complications reported. However, returned device analysis revealed fluid ingress.